Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb), the gui pcb and placing a service call to have the current software flashed onto the pcb's. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient the graphic user interface (gui) on an 840 ventilator timed out. Although requested, information pertaining to the patient intervention and patient outcome has not been provided.